Event description:
This event was reported as leaflet disruption, insufficiency, calcification and host tissue. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed calcificiation within each attachment site which resulted in stenosis of the effective orifice area, leaflet disruptions, including detachment of each cusp, as well as incomplete coaptation. Host tissue overgrowth encroached onto each cusp, contributing to stenosis of the valve and further distruptions. X-ray analysis revealed calcification within the aortic wall and belly of each cusp, especially at each attachment site. Stent distortion was also noted and appeared artifactural of explant, the primary cause for dysfunction of this valve was determined to be due to calcification. These findings would account for the symptoms noted clinically. H6: 86=x-ray analysis.